Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer stated that her blood glucose dropped so rapidly that she did not have any warning. She stated that her sister came to help her, treated her with food. Her sister called 911, and the ambulance transported her to the hospital. The customer's blood glucose was 31 mg/dl. She declined troubleshooting assistance. Her most recent blood glucose was 198 mg/dl. She stated that she did not know the perceived cause of low blood glucose. The doctor in the emergency room requested that the insulin pump be replaced. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.